Event description:
The patient's ((B)(6)) scs system included a non-rechargeable ipg. It was reported the patient's ipg was replaced due to battery depletion. The low battery warning had allegedly been displayed since (B)(6) 2011. The explanted device was returned to the manufacturer for analysis.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.